Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pharmacist reported via phone call hospitalization and high blood glucose levels. Pharmacist advised the patient experienced hypoglycemia. Pharmacist declined to troubleshoot the device or for high blood glucose levels.